Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the mildly calcified common femoral artery after an interventional procedure. Reportedly, the starclose se got stuck after clip deployment. The physician thought that the device was stuck on a tooth of the clip. The physician followed the manufacturing instructions to remove the device from the patient's anatomy without success and ultimately removed the starclose se by strongly pulling it out and thereby opened the clip. Hemostasis was achieved with manual compression, applied for less than 30 minutes. The physician performed a nick and spread of 5-7 mm at the beginning of the procedure. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the returned device was fully clip-deployed and revealed bent locator wings that prevented them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. The returned condition indicated that the access ports were utilized to unlock the thumb advancer and tubeset. However, the thumb advancer was not manually retracted, per the device instruction for use (IFU). Assertively pulling out the device without properly utilizing the access ports feature could damage and remove the clip from the site as reported. Based on our investigation, the probable root cause for the bent locator wings that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment. A bent garage leaf is consistent with post-procedure manipulation. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.